Event description:
A physician was participating in a human factors study and informed the company team during feedback about a patient requiring distal limb amputation following treatment with an impella cp. No further information was provided.

Manufacturer narrative:
Patient information, initial reporter, facility name and product-specific information along with initial reporter details are unavailable at the time of this MDR writing. Therefore, respective fields reflect "unknown" or left blank accordingly. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿